Event description:
Event description guidant received information that this caller suspects these implantable leads are switched in the header of this pacemaker. Impedance measurements with the device are the exact opposite of the measurements obtained with the pacing system analyzer (psa). R-waves have decreased from >25mv to 3.5mv.